Event description:
The customer reported a leak inside the coulter hmx hematology analyzer with autoloader. The customer was wearing personal protective equipment (ppe) consisting of a lab coat and gloves. The customer did not come in contact with the fluid and did not seek medical attention. No exposure (sprayed or splashed) to mucous membranes or open wounds were reported. No death, injury or changes to patient treatment or results are associated with this event. The facility does have a risk management / exposure control plan is in place and the spill clean up was completed following the biohazard spill protocol. On (B)(6) 2012 a field service engineer (fse) found a hole in the tubing through pv49. The fse replaced the tubing and verified the repairs per established procedures

Manufacturer narrative:
The cause of the leak is attributed to a hole in the tubing through pv49. Beckman coulter internal identification number is (B)(4).